Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to change cartridge. Additionally, pump prompted customer that the continuous glucose monitor graph was removed. Reportedly, customer loaded a new cartridge to address the issue and resume insulin therapy. Customer's blood glucose was not impacted.